Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -2.0/1.5/63 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. Lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b2-required intervention to prevent permanent impairment/damage (devices). B5- the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -2.0/1.5/63 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem was resolved. Patient is happy. D6b- (B)(6) 2022. Claim# (B)(4).